Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported indicates an upstream occlusion when there is none which was not reproduced. A review of the event history log identified upstream occlusion the cause was determined to be the upper ultrasonic sensor out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when there is none every 10-12ml. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.